Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 external reference patch 6 pack (model# crefp6, lot#ll015922). Smartablate irrigation tubing set (model# sat001, lot#ac3947578). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a paroxysmal ventricular tachycardia (psvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a complete atrioventricular heart block requiring a temporary pacemaker insertion. During the procedure, the patient was diagnosed with atrioventricular nodal reentrant tachycardia (avnrt). Ablation of the slow pathway was applied. Atrioventricular block occurred, followed by a complete atrioventricular block that became 2:1 block. A temporary pacemaker was inserted. Patient outcome is improved. It is not known if extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. There were no issues or errors reported on any bwi products or equipment during the procedure.